Manufacturer narrative:
Baxter is in the process of inspecting the centrella bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that centrella frame was not sending a nurse call to the nurse¿s station when the bed exit alarms at the bed. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom tester to make sure the sidecom communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report stating that centrella frame was not sending a nurse call to the nurse¿s station when the bed exit alarms at the bed. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.